Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via the manufacture representative, and the patient reported that they had a lead revision on (B)(6) 2017 and the patient reported satisfactory pain relief immediately following the revision. However, 2 weeks later the patient reported that the stimulation was not helping with pain, no matter what group they used. The patient noted that they increased stimulation so high that 'there pants should be shaking.' Follow up was conducted and an supplemental report will be sent with any additional information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had surgical pain from the implant surgery that lasted about 5-6 days. The patient stated that they noticed the stimulator was not helping their pain, nothing that they couldn't put weight on their leg and it felt like a pinched nerve. The patient took pain medications. The patient stated they had been reprogrammed but it did not help. The patient was eventually sent to have x-rays taken and it was found that the leads had migrated up 1.5 inches on the right side around the t6 locations. The patient stated they hadn't had any falls or trauma, but they drive a dump truck and bounce around on bad roads. The patient stated they spoke with a manufacturer representative (rep) who suggested another reprogramming in an attempt to provide some pain relief until the lead revision surgery can occur. The patient stated revision surgery had not yet been planned but it will occur at some point. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.